Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that a truetome 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noticed that the cutting wire broke when current was applied to the device. A second truetome 44 was used and the same issue happened. Reportedly, no part of the device was detached inside the patient. The procedure was completed with the third tome from a different batch using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.